Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified posterior tibial artery. A 2.5mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. Inflation was performed two times; however, during the second inflation at 6 atmospheres in 5 seconds, the balloon ruptured distally. The device was removed without any problem, and it was noted a pinhole. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.